Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces, no moisture damage was found under lcd screen, electronic assembly or motor noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she went into the water with the insulin pump and the device alarmed button error. Customer's blood glucose was 190 mg/dl. She jumped into the water with the device one. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.